Event description:
A small pin at the tip of the screwdriver broke off. The screwdriver no longer fits into the click''x screw. This is # 1 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation of the hexagonal screwdrivers shows the tips were broken off and the hexagon shows signs of wear. The fractures are homogenous which indicates material conformity. The instruments were manufactured according to the specifications. No product fault.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.